Event description:
Tech alleged that the bed had a high resistance ground.

Manufacturer narrative:
Tech repaired the high resistance ground and dressed the wires to the frame with wire ties to resolve the issue. No further info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.